Event description:
A customer contacted beckman coulter (bec) reporting that less than 1 ml fluid from the bath came out of the red blood count (rbc) bath vent check valve during the sample cycle (during rinsing) on the coulter lh 750 hematology analyzer after troubleshooting with bec customer technical support (cts) for rbc and platelet (plt) results were not reproducing well. The leak was contained within the instrument. The samples were exhibiting intermittent check failed messages (operator-defined) on patient and control results. The customer bleached the rbc bath in an effort to troubleshoot the issue with rbc and plt not reproducing. No erroneous results were reported out of the laboratory. Instrument printouts were not provided for further evaluation of the results and correct results were not provided. However, the values provided did show inconsistencies in the rbc, hematocrit (hct), mean corpuscular hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc), and plt values. There was no death, injury or affect to patient treatment. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles, and a laboratory coat. There was no biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
The customer bleached the rbc bath in an effort to troubleshoot the issue with rbc and plt not reproducing. The customer identified that the rbc aperture vent check valve was installed incorrectly and was correctly re-installed. The patient samples were rerun without further errors. Failure mode: leak attributed to the vent check valve associated with the rbc bath that was likely installed incorrectly by the customer during troubleshooting. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.